Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, the heartstring seal unraveled at the distal end while loading into the delivlery tube. No additional information was provided by the hospital. No patient complications were reported by the hospital.